Event description:
End user called in and stated he had a tracer ex wheelchair that has one bent caster. No serial number provided. He was given part number for front caster and did not want to file a quality report and hung up.